Manufacturer narrative:
The device was not returned for analysis. Therefore, the analysis is based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. Review of the quality documents showed a regular manufacturing process.

Event description:
Boston scientific crm received info that this right ventricular (rv) lead was explanted two days post-implant due to dislodgement. The physician did not attempt to reposition the lead due to tissue on the helix. To date, no adverse pt effects were reported.